Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a hair was found in the packaging of a mentor smooth high profile xtra 285 cc memorygel breast implant. There was no patient contact with the device.

Manufacturer narrative:
Device evaluation summary: it was reported when was opened the implant from his package and there was a hair in between them. Upon visual inspection of the sample returned it was observed a foreign matter inside the package. And the foreign matter was confirmed to be a human hair. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).